Manufacturer narrative:
(B)(4) date sent to the FDA: 12/16/2016. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: we cannot release all this information due to patient confidentiality. The patient had sterile fluid collections with elevated wbc, required admission and drainage after use of this product and we believe it is related. The snow was not placed inside the vagina. It was placed inter abdominally on the vaginal cuff after the uterus was removed. The patient¿s abdomen was then closed. How much surgicel was used during the index procedure? Was excess surgicel removed prior to closing? When was the onset of patient symptoms (fever, chills, abscess) from the surgical procedure? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? What are the lab results of the vaginal drainage fluid? What is the lot number of the surgicel? What does the physician opine as the etiology of this event? What are the patient demographics ¿ age, date of birth, gender, height, weight, and bmi at time of procedure? What is the patient¿s current status?

Event description:
It was reported that the patient underwent a robotic hysterectomy procedure on (B)(6) 2016 and the absorbable hemostat was placed inter-abdominally on the vaginal cuff after the uterus was removed. Ten days after the procedure, the patient presented in the emergency room with fever, chills and vaginal abscess/drainage. The patient had sterile fluid collection with elevated wbc 40, required admission and drainage. The doctor believed that the absorbable hemostat is related. The vaginal drainage fluid was sent for laboratory analysis, however, no results have been received yet. The patient was treated with antibiotics and sent home. No further information is available.